Manufacturer narrative:
Data analysis performed on inr results provided by customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010; inratio: 1.7 inr; reference: 2.78 inr; mean: 2.24; confidence limits: 1.4-3.1. Date: (B)(6) 2010; inratio: 3.5 inr; reference: 2.78 inr; mean: 3.14; confidence limits: 1.9-4.6. A 2.5 inr is excluded from comparison test due to no corresponding inr result and is from roche coagucheck self-test. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation is required. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: ng; inratio: 1.7, 3.5; lab: 2.78. Testing on roche coagucheck xs = 2.5. Discrepancies were noted during training at a training center.